Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID scanner had issues with scanning fingers since the pyxis es 1.8 upgrade. A field service engineer (fse) confirmed the fingerprint reader was working, but it took multiple attempts for a customer to get in. A message about a spoofed print was on the screen. The system functioned as intended after the field service engineer investigated the device

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, bio ID scanner had issues with scanning fingers. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.